Event description:
Patient reported obtaining back to back blood glucose results of "lo" (<10 mg/dl) and 271 mg/dl on the active system. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the active system for ~ 3 months. Technical support requested the return of the suspect product and replacement product was shipped.